Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor needle broke off after the sensor was removed from the serter. Customer's blood glucose was 123 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Found needle separated from sensor base. Unable to confirm insertion/needle anomalies due to customer return sensor opened/used.